Event description:
During the tfn procedure, the cap on the helical blade coupling screw broke off during impaction. Surgeon continued to use the coupling screw until the helical blade was inserted and completed the procedure with no adverse effect to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. Visual examination noted the knob was broken off the device at the tangency point of the device, which is not near the welded area. In addition, there were axial scratches through the shaft and the threaded tip has dents on the threads. The device was measured and found to be within specification.